Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sub total gastrectomy procedure, when firing the second reload, the knife advanced about 3 cm, then it did not advance further and returned. When a new product was used, stapling was able to be performed without problems. The surgical time was extended by less than 30 min. No injury.